Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that it was reported that the device was prepared inside of the patient anatomy. The coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that an nc trek dilatation catheter was advanced to the mildly calcified, mid left anterior descending (lad) coronary artery lesion without issue. Upon the first balloon inflation at 12 atmospheres, the nc trek balloon ruptured. The device was replaced with a non-abbott dilatation catheter. An unspecified stent was implanted and the procedure was completed. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.